Manufacturer narrative:
H3 and h6 additional device evaluation for cylinders and pump with updated codes. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found; the pump performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at folds in cylinder body. Cylinder 2 has leak due to wear at the corner of a fold in the proximal cylinder body; hole was present. Product analysis identified fluid loss in cylinder 2; therefore, product analysis confirmed device malfunction with the returned cylinder.t he ams 700 flat reservoir was visually inspected and functionally tested. The reservoir has wear at a fold in reservoir; no leak was found. This wear would not affect the functionality of the device. Product analysis was unable to confirm the reported event.

Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir removed as it was not functioning due to fluid loss from a hole in the reservoir. A new inflatable penile prosthesis reservoir was implanted. The surgery was successful and the patient fully recovered.

Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir removed as it was not functioning due to fluid loss from a hole in the reservoir. A new inflatable penile prosthesis reservoir was implanted. The surgery was successful and the patient fully recovered.

Manufacturer narrative:
The ams 700 flat reservoir was visually inspected and functionally tested. The reservoir has wear at a fold in reservoir; no leak was found. This wear would not affect the functionality of the device. Product analysis was unable to confirm the reported event.

Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir removed as it was not functioning due to fluid loss from a hole in the reservoir. A new inflatable penile prosthesis reservoir was implanted. The surgery was successful and the patient fully recovered.